Manufacturer narrative:
Product has not been returned. Therefore, a DHR review was completed for kit lot number k08a110804223m2 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. There are 0 additional complaints from this customer associated with a "false positive" failure mode, prior to the reported receipt date of august 11, 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for "false positive" is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. DHR review kit lot# k08a110804223m2: sample vial lot DHR review: 2202284, 2202439, 2203407, 2203138, 2203139, 2203158, 2203162, 2203222, 2203302, 2203362, 2203303 (associated internal lot # 220124-1i, 220124-4e, 220124-4x, 220124-4v, 220124-4w, 220124-4p, 220124-7a, 220124-7e, 220124-7p, 220124-7x, 220124-7w) test lot dhrs review: 2203616, 2203243, 2203243, 2203243, 2203245, 2203245, 2203245, 2203246, 2203305, 2203304, 2203304, 2203351, 2203351, 2203352, 2203352, 2203400, 2203351, 2203400, 2203401, 2203414 (associated internal lot # 220305-30w, 220305-12c, 220305-12b, 220305-12a, 220305-12h, 220305-12g, 220305-12i, 220305-12k, 220305-15i, 220305-15e, 220305-15g, 220305-15w, 220305-15u, 220305-, 5z, 220305-15y, 220305-15s, 220305-15v, 220305-18l, 220305-18m, 220305-18r. Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having an alleged false positive result. The complainant stated the lucira test was performed with a positive result. An accula pcr test was taken after the positive result was received with a negative result for confirmation.